Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the sample confirmed the reported condition, revealing that the roller clamp was damaged; however, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard administration set's roller clamp could be "dislodged from the unit." This event was discovered prior to device use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow-up report will be submitted.